Event description:
The customer reported that there was a generator communication error. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.